Event description:
This is a spontaneous consumer report with supplemental information from the nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The cause was unknown. It was not reported whether treatment for the peritonitis was provided. The patient was recovering from the event of peritonitis. It was not clear yet what had caused the peritonitis, but the nurse stated the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e25011, h11g29043, h11h19059, h11g12049 and h11h09050 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause is undetermined. No device malfunction or use error was identified.